Manufacturer narrative:
(B)(4).

Event description:
It was reported that several non-sustained rv oversensing episodes due to noise were observed. Noise was not reproducible with movements. High, within range, impedance was also noted. Lead damage was suspected. Physician elected to keep the lead implanted and monitor the patient through merlin.net transmission.